Event description:
During a procedure, it was reported that there was noise in all catheters when connected, thermocool sf nav bi-directional catheter and lasso 2515 nav variable catheter. The procedure was completed with another catheter. There were no patient consequences. On (B)(6), received additional information requested from bwi representative that the noise was observed in all channels, body surface and intracardiac signals, were completely unreadable in both systems simultaneously. The physician was not capable to interpret both signals while these catheters were connected and required to disconnect them. After replacing both catheters, the noise did not return. Due to this additional information, this complaint became reportable. Awareness date changed from (B)(6) to (B)(6) 2013.

Manufacturer narrative:
Manufacturer's references # (B)(4) and (B)(4), are related to the same event. (B)(4).

Manufacturer narrative:
Multiple attempts have been made to request for the complaint product to be returned for analysis. Product was not returned for investigation as initially reported. (B)(4)